Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. The most recent estimated longevity is currently showing 7 months remaining. A copy of device memory was saved and submitted to technical services (ts) for review of device data, which confirmed that the power consumption is increasing abnormally. Due to this anomaly, device replacement was recommended. This device currently remains implanted. No adverse patient effects were reported.